Manufacturer narrative:
The device was not returned, so it was not evaluated. The root cause analysis actions involved testing of a different disposable set lot and event history log review.

Event description:
A clinical specialist (cs) noticed the arterial pressure decreased from 20mmhg to -14 mmhg within 10 minutes. This occurred during preparation mode. The cs performed troubleshooting which initially resulted in positive arterial pressure. But, the arterial pressure subsequently fell to -16 mmhg. It was decided to use a new disposable set. After changing the disposable set, the arterial pressure issue was resolved.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The peliminary findings are that the root cause of the issue seems to be a faulty pressure sensor. The faulty sensor cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors obeserved to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.

Event description:
A clinical specialist (cs) noticed the arterial pressure decreased from 20mmhg to -14 mmhg within 10 minutes. This occurred during preparation mode. The cs performed troubleshooting which initially resulted in positive arterial pressure. But, the arterial pressure subsequently fell to -16 mmhg. It was decided to use a new disposable set. After changing the disposable set, the arterial pressure issue was resolved.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
A clinical specialist (cs) noticed the arterial pressure decreased from 20mmhg to -14 mmhg within 10 minutes. This occurred during preparation mode. The cs performed troubleshooting which initially resulted in positive arterial pressure. But, the arterial pressure subsequently fell to -16 mmhg. It was decided to use a new disposable set. After changing the disposable set, the arterial pressure issue was resolved.